Event description:
It was reported that during an open right hemicolectomy, the firing trigger could not be grasped after clamping the tissue at the first stroke when the device was used on the ileum and the colon with functional end to end anastomosis. After that, the knife was returned to the home position with the manual release lever, but the jaws could not be opened. The tissue was cut and another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Ileum and colon. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No information. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? No information. If echelon, during which stroke did the event occur? 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? No information. Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? No information. Were any unexpected noises heard? If so, when? No information. Were any of the forces higher or lower than expected (closing, firing, or opening)? The firing force was higher, and the jaw did not open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Release button, idler gear teeth. The analysis results showed that one sc60 device was returned with a reload partially fired present. The firing mechanism was noted to be damaged as the knife was noted to be in the home position and the three stroke indicator was between 2 and 3; therefore, no functional test could be performed. The device was disassembled to verify the integrity of the internal components; the closure trigger return spring post was damaged and the closure trigger spring was disengaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. In addition, the release button and several idler gear teeth were noted to be damaged; the idler gear and indicator gear were noted to be desynchronized. This is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt as the release button is blocking the path of the indicator gear rotation resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized the device will not open as the position of the indicator gear has to be home in order for the device to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.